Event description:
This is filed to report the single leaflet device attachment/slda. It was reported this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) with a grade of 4. The transseptal puncture was challenging. The patient had an aorta hugger. Imaging was challenging throughout the procedure due to the unconventional cardiac orientation. The steerable guide catheter and mitraclip delivery system (cds) were advanced. Positioning the clip over the valve was difficult, half turn of a knob was added to gain height. Due to the aorta hugger trajectory, more +knob was used. This was somewhat effective, but the clip arms could not reach perpendicularity in the left ventricular outflow tract (lvot) view. The clip was placed, and mr was reduced to trace. However, immediately after clip deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). A second xtw clip was implanted lateral, stabilizing the slda clip. Mr was reduced to 1. There was no adverse patient effect and no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and the reported single leaflet device attachment (slda) per the physician appears to be due to the unconventional cardiac orientation which created imaging difficulties, a difficult transseptal puncture and resulting aorta-hugging trajectory, and thus was due to a combination of patient morphology/pathology and procedural circumstances (image resolution poor). The image resolution poor was related to patient and procedural circumstances as visualization difficulty was reported due to the patient anatomy. The difficult or delayed positioning associated with anatomy was related to patient morphology/pathology (low transseptal puncture). The unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.